Manufacturer narrative:
No unexpected a33 alarms noted during testing. Insulin pump passed pump self-test, off no power test, a21 error test, displacement test, rewind test and basic occlusion test. The operating currents were in specification. Unable to prime during prime/a33 test due to moisture damage on fsr noted. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
Customer's wife called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer's wife stated that insulin is squirting out of the insulin pump. Customer states that he was wearing the insulin pump during priming. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 201 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.